Event description:
Pt self tester received 3 error results. Fourth test produced a result: (B)(6) 2010; inratio: 1.0; lab: 2.1. Lab drawn on the same day.

Manufacturer narrative:
Investigation pending.